Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the broken coiled cable. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported during a training session given by a getinge therapy specialist, the cardiosave intra-aortic balloon pump (iabp), which was a demo loaner, had a broken coiled cable where the monitor attaches to the rescue component. There was no patient involved and no adverse event was reported.